Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they allege insulin pump was under delivering. The customer¿s blood glucose level was 299 mg/dl at the time of incident and current blood glucose value was 133 mg/dl. Customer stated that they experienced high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as headache and abdominal pain. Customer reported that auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.